Manufacturer narrative:
The customer declined the option to have their glidescope pgvl video monitor returned to verathon for evaluation. Upon review of the device history for the serial number (B)(4), it was determined that the device was manufactured on 03-feb-2009. Due to the age of the device, the customer was provided literature stating that the device was no longer supported and has reached end of life. The video monitor was not returned to verathon for evaluation, therefore the cause could not be conclusively determined; however, it is likely that the age of the device, ten (10) years, caused or contributed to the event. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope pgvl video monitor, the image would disappear intermittently and show green lines. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.